Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Event description:
During a follow up call on (B)(6) 2011 regarding the patient's hospital visit, the facility nurse stated, the patient was seen at the emergency room on (B)(6) 2011 and was diagnosed with peritonitis. The nurse stated the peritonitis was related to touch contamination. Unknown antibiotics were administered. The patient has continued to perform therapy successfully. The nurse stated the patient has had no further injuries or medical intervention. It is unknown if the patient was hospitalized. It is unknown if the patient was retrained regarding aseptic technique. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). A batch review was performed for (B)(4) and an exception was noted for molding defect. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure. A review of all batch record documents was performed for (B)(4) with no issues noted during the manufacturing process. There were no deviations from standard procedure. A trend review was conducted and similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).